Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell and experienced a low blood glucose (bg) level of 40 mg/dl; cause was not known. Reportedly, customer went to the hospital "for treatment of the fall". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.